Manufacturer narrative:
There was a malfunction of the device, the surgeon realized this. The information for user describes that the device may not be used in this situation. Nevertheless, the surgeon proceeded to use the device.

Event description:
A healthcare professional (hcp) reported "during cataract surgery (1st intervention), the surgeon's fcp function was not according to his usual setting: he lost the function xy. During the second intervention, after a restart of the artevo, he lost the zoom and focus function. There was a caspular bag rupture during this surgery. The surgeon thinks that this consequence is linked to the different deprogrammings. The surgery has been completed by the use of another microscope and an iol was implanted on the sulcus bag."